Event description:
Patient was scheduled for selective coronary angiography with stents to the right coronary artery and left anterior descending arteries. Towards the end of the procedure, they were preparing to use the stent on the lad. However while advancing the stent, the stent separated from the balloon shaft. The stent was then removed. All parts were retrieved; nothing left behind. Patient tolerated procedure well. No harm done. Discharged on hospital day#2. Manufacturer response for coronary drug-eluting stent, synergy¿ (per site reporter). Device was given to boston representative by ccl manager.